Event description:
Edwards received notification from our affiliate in (B)(6). A patient underwent an implant of a 20mm sapien 3 valve, in aortic position, by transfemoral approach. As reported, when the sapien 3 valve was positioned in the aortic annulus, the delivery system balloon was inflated without retrieving previously the ds pusher by use error, so the sapien 3 moved towards the ventricle. The final position of the s3 was almost 100% in the ventricle but anchored with the upper cells to the aortic annulus. At this point, it was decided to implant a second 20mm sapien 3 valve. But upon visual inspection of the valve after crimping, it was realized that the second sapien 3 was crooked, it appear that one of the sides was larger than the other (on the vertical axis). The crimping operator was trained and no difficulties were found during crimping. As per the profile of the valve seemed to be uneven, it was decided not to continue the procedure with it. Finally, the patient underwent an additional surgery for explanting the malposition sapien 3 valve. A new 19mm unknown surgical valve was implanted. After the implant, the patient started bleeding profusely and unfortunately, the patient passed away.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The provided imagery was reviewed, and the following was observed: the deployed thv appeared roughly 98% ventricular in reference to the annulus basal ring. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed through procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''when the sapien 3 valve was positioned in the aortic annulus, the delivery system balloon was inflated without retrieving previously the ds pusher, so the sapien 3 moved towards the ventricle. The final position of the s3 was almost 100% in the ventricle but anchored with the upper cells to the aortic annulus.'' Per the IFU, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker.'' If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to uneven balloon expansion and higher balloon pressure during inflation. As the balloon continues to be inflated, the increase of balloon pressure can force the balloon to move forward, resulting in low placement of valve as reported in this case. As such, available information suggests that procedural factors (flex tip not reacted during inflation) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.